Event description:
Pt seen in office 6/23/97 for follow-up of rt total knee replacement. A few weeks prior he had become progressively more symptomatic. Dr thought he had loosening and wear a number of yrs ago. Pt having significant pain in the knee; mild effusion rt knee. Pt admitted to hosp 7/1/97 for revision, rt total knee replacement (aseptic loosening). Found the polyethylene component on the medial plateau had completely fractured. Patellar button undermined and loose.